Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) implanted: (B)(6) 2024. Product type: catheter. Section d: information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 24-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 8 mg/ml at 1.5 mg/day via an implantable pump. It was reported that the patient was not experiencing relief like she initially was getting. Unknown if any environmental/external/patient factors may have led or contributed to the issue. The physician performed a catheter aspiration and was unable to draw back any fluid from the catheter access port. The patient was taken to surgery. There the physician found that the catheter was kinked and removed the kinked portion. He then replaced with a new portion that connected to the pump. The issue resolved at the time of this report.